Manufacturer narrative:
Device was used for treatment, not diagnosis. Device is not distributed in the united states, but is similar to a device marketed in the USA. The manufacturing records were reviewed and no complaint related issues were found. The investigation could not completed; no conclusion could be drawn, as no product was received.

Event description:
Device report from synthes (B)(4) reports an event in (B)(6) as follows: during a procedure on (B)(6) 2013, the surgeon fixed the skull with five plates, two mesh, three burr hole covers, 6 boxes of 4 packs of screws. The head of a screw was worn out. The surgeon inserted the screw vertically without any excessive force. This is report 1 of 1 for complaint (B)(4).